Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery and motor position encoder error alarm confirmed in the history file. Unable to verify motion sensor test failure due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump had motor position encoder error and multiple motor errors. The customer¿s blood glucose was 147 mg/dl at the time of incident. Customer reports the drive support cap appears normal. The customer also report that the insulin pump had motion sensor test failure error. The customer state that they were able to clear the alarm and able to rewind the insulin pump and assisted customer in performing displacement test and test passed. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.